Event description:
On (B)(6) 2013, a (B)(6) y/o female was undergoing an extraction of st. Jude 1591/60 riata lead serial # (B)(4) which was a class 1 recalled in 2010 for fracture issues or risk of premature abrasion. The pt had been seen by her cardiologist and upon exam with the electrogram noise was detected in the lead. While dissecting the adhesions from the leads, the lead was cut and sized to a spectranetics 16 french laser sheath with an outer polyurethane sheath was then passed over the ICD lead and with serial laser application was able to passed to the innominate vein, proximal right atrium. Pt suddenly became severely hypotensive. The tee showed a large pericardial effusion. The cardiothoracic team was called and the pericardial space was tapped. A thoracotomy was performed and a tear in the anterior inferior vena cava was noted. The pt was placed on bypass. The tear in the ivc was repaired and the pt rec'd 8 units of blood. The distal ends of the ra, lv, ICD lead were coiled and placed back in the pocket and the ICD pocket was closed. The pt was transferred to open heart ICU and the hypothermia protocol was initiated. On (B)(6) 2013 the pt expired.